Manufacturer narrative:
Investigation of returned guidewire upon return of the device on 04/07, it was found that the polymer jacket was broken off at approx. 20mm from tip end, abrasive damage was observed on the remained jacket near by the breakage site. The broken-off jacket was not returned. Coil was found helically bent and deformed however no notable damage or breakage was found with coil nor core wire. During processing of this complaint, attempts were made to obtain complete event, patient and device information, and follow up information was obtained as follows: procedure was continued and completed by using other device by exchanging the guidewire, patient was discharged on (B)(6) with no complication. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is presumed that the guidewire was advanced through the stent strut and the tip of the guidewire was trapped at the strut of the stent. When guidewire removal was made, surface of the guidewire was exposed to some abrasive force, resulting the abrasion damage to, and breakage of, the polymer jacket due to the force exceeding the product design limit, also the helical deformation of the coil. Reportedly, there was no impact to the patient, and no specific treatment was performed to the patient against the event, however the whereabouts of the broken fragment of the polymer jacket is not identified, it is highly supposed that the fragment might be left in the patient. Warning section of the IFU describes; "do not perform stent placement using more than[?]one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the[?]guide wire may break or break apart."

Event description:
Reportedly, procedure was to treat a 90% stenosed lesion at #7 of lad. After a stent delivery and deployment was completed using the subject guidewire, subject guidewire was pulled back a little and again advanced in attempt to advance it into a branch artery, however the bending damage was observed with the guidewire. Reportedly there was no patient injury or impact to the patient.

Manufacturer narrative:
(B)(4).